Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 543 mg/dl. They had changed the site and infusion set but the blood glucose level was skyrocketing. The customer declined troubleshooting. The insulin pump will not be returned for analysis.